Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint for use error was confirmed. Based on the information gathered during baxter's investigation, the root cause of the use error was not determined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The caregiver (cg) contacted baxter's technical service center regarding a check lines and bags alarm, which occurred on the homechoice pro during use during fill. The patient was connected and there was no solution in any of the bags. The cg reported that on saturday night they had a power outage, so the patient reused the supplies on monday night. The baxter technical service representative (tsr) explained that the patient should not reuse supplies. The tsr assisted the cg with ending therapy and advised the cg to contact the registered nurse (rn) to let them know the patient had reused supplies after two days. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the rn on (B)(6) 2011 regarding the patient reusing supplies. The rn stated they were not aware the patient had reused supplies. Baxter product surveillance recommended the rn review the proper procedures with the patient. The rn stated they would follow up with the patient. The patient has been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.